Event description:
Healthcare professional reported explant of a lap-band port due to a leak. The leak was noticed during the patient's first adjustment.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number or catalog number.